Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that on (B)(6) 2019, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4. The patient presented with a posterior 1 (p1) leaflet flail. Two mitraclips were implanted without a device issue, reducing the mr to grade 1-2. On (B)(6) 2019, mitral valve regurgitation was observed, more than seen at discharge. The patient's lasix dose was increased and another transthoracic echocardiogram was scheduled for (B)(6) 2019. On (B)(6) 2019, the patient presented with dyspnea. A transthoracic echocardiogram was performed and a single leaflet device attachment (slda) was noted with mitraclip cds0601-ntr 81005u130. The clip had detached from the posterior leaflet and the mr was grade 4. On (B)(6) 2019, the patient was hospitalized and another mitraclip procedure was performed. One clip was implanted without further reported issues, reducing the mr to grade 2-3. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. It should be noted that the reported patient effects dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mr and dyspnea appears to be a cascading effect of the sdla as the mr had increased to grade 4. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: on (B)(6) 2019, the patient had open heart surgery and the clips were removed.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2019, the patient presented with worsening shortness of breath and worsening mitral regurgitation. On (B)(6) 2019, a tte was performed and the cds0601-ntr 81005u130 was only attached to the posterior leaflet with a lateral flail. Increased mr jets were observed. Another jet was observed medial to the first clip implanted (cds0601-xtr 81121u175). Severe tricuspid regurgitation and aortic regurgitation observed. On (B)(6) 2019, as treatment an ntr mitraclip was placed, reducing the mr. During this second procedure, an atrial septal defect was observed. Medications were provided. On (B)(6) 2019, the patient continued to have worsening dyspnea and dyspnea with activity. On (B)(6) 2019, the patient was admitted to the hospital for mitraclip removal surgery based on a worsening condition. On (B)(6) 2019, the patient underwent an aortic valve replacement, mitral valve replacement, tricuspid valve replacement, atrial septal defect (asd) closure, left atrial ablation, left atrial appendage ligation and left posterior pericardial window placement. All three mitraclips were removed based on mr grade 4+ and posterior leaflet flail. Two of the three mitraclips were in place. (Continued in h10).

Manufacturer narrative:
Patient codes: 1721 labeled 1729 labeled 2041 labeled 2206 labeled. Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event continued: during the case, the patient became hypoxic, complete heart block, right ventricular dysfunction, atrial fibrillation, persistent left pleural effusion. As treatments, an arterial line was placed, oxygen provided, medications provided, permanent pacemaker placed, pleural chest tube was placed. Once in critical care, acute kidney injury with elevated creatinine was noted. The patient had a large left pleural effusion, fluid overload. For blood pressure and heart rate control, medications were provided. The device was not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with additional information.

Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). Correction: age or date of birth, event. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. It should be noted that the reported patient effects of arrhythmia, atrial fibrillation, renal failure, and tissue damage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported arrhythmia, atrial fibrillation, renal failure, and heart failure appears to be a cascading effect of the single leaflet device attachment (slda). There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2019, the cds0601-ntr 81005u130 was only attached to the posterior leaflet. A leaflet flail, lateral to the p2 scallop was visualized, suggesting leaflet injury. There was no leaflet injury noted with the other two clips implanted.